Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alarm on the ilet system and subsequently found the infusion tubing loose and not fully snapped into the site, which aligns with an insulin delivery occlusion associated with the infusion set and cartridge; troubleshooting and education were provided, and the user planned to continue monitoring. Symptoms included hyperglycemia with a reported blood glucose up to 300 mg/dl for approximately two hours without ketone testing and without medical intervention. Outcomes included no reported injury, no hospitalization, and no immediate health effects such as loss of consciousness or diabetic ketoacidosis. Investigation included customer interview and troubleshooting. Investigation of this case revealed user setup issues with the infusion connection consistent with a transient occlusion condition. It was concluded that the event was use-related due to an unsecured infusion connection leading to interrupted insulin delivery, and device replacement was not indicated.